Event description:
Information was received from healthcare professional (hcp) via manufacturer representative (rep) regarding a patient receiving baclofen (2000 mcg/ml/849 mcg/day) via an implantable pump. It was reported that the system was working fine with baclofen therapy but there was a possible infection around the pump and lumber spine area. The neurosurgeon explored area and determined the pump should be temporarily explanted due to possible infection. The pump externalized temporarily until a new pump can be implanted. The patient had fever. The magnetic resonance imaging (MRI) showed small collection of fluid in the spinal area. The neurosurgeon did surgery to explore the area and determined the pump should be externalized due to fluid around pump and in lumbar area. Cultures were ordered and the healthcare provider (hcp) did not know the results. The patient was on a high dose of baclofen and stopping the therapy was not an option. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient status at the time of this report was alive with no injury. The patient¿s weight was asked but unknown. The medical history was spasticity.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.